Manufacturer narrative:
A patient was experiencing ineffective therapy due to lead fracture was reported to abbott. As a result, the patient's leads were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-18591. It was reported that the patient was experiencing ineffective therapy due to lead fracture. As a result, a surgical intervention occurred wherein the leads were explanted and replaced.